Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan (B)(6) alleging that her onetouch ultra 2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. There is limited information available for this complaint. It is not known when the alleged inaccuracy began. The patient stated that she obtained a result of "400 mg/dl" using the subject meter compared to feelings/normal results. It is not known how the patient manages her diabetes. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied that she developed symptoms; however she stated that she received treatment, but no further details about the treatment or date/time are known. It is not known if the patient tested her blood glucose using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the limited information provided, this complaint is being reported as the patient claimed to have received treatment. Because the details of the treatment are not known, it cannot be ruled out that the patient received hcp treatment after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have low bias accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the reported issue; however, as previously reported, the retain test strips were found be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.